Event description:
The customer alleged they received questionable creatinine jaffe gen.2 (crej) results on their c501 analyzer. The customer provided data for 33 samples, of which 12 had discrepant results that were reported outside the laboratory. The customer stated that dialysis patients were run prior to running the questionable samples. The customer said there were indications that the dialysis patient samples contained clots. The questionable samples were repeated on another c501 analyzer, serial number (B)(4). Patient one had an initial crej result of 2.90 mg/dl. The repeat result was 1.47 mg/dl. Patient two had an initial crej result of 1.97 mg/dl. The repeat result was 0.72 mg/dl. Patient three had an initial crej result of 2.02 mg/dl. The repeat result was 1.14 mg/dl. Patient four had an initial crej result of 2.02 mg/dl. The repeat result was 1.10 mg/dl. Patient five had an initial crej result of 1.81 mg/dl. The repeat result was 0.98 mg/dl. Patient six had an initial crej result of 1.81 mg/dl. The repeat result was 0.79 mg/dl. Patient seven had an initial crej result of 1.74 mg/dl. The repeat result was 0.77 mg/dl. Patient eight had an initial crej result of 1.38 mg/dl. The repeat result was 0.80 mg/dl. Patient nine had an initial crej result of 1.38 mg/dl. The repeat result was 0.90 mg/dl. Patient ten had an initial crej result of 1.69 mg/dl. The repeat result was 0.74 mg/dl. Patient eleven had an initial crej result of 1.54 mg/dl. The repeat result was 0.68 mg/dl. Patient twelve had an initial crej result of 1.60 mg/dl. The repeat result was 0.84 mg/dl. The repeat results were considered correct and they were reported outside the laboratory. There were no adverse events. The crej reagent lot number and expiration date were not provided. The field service representative checked the instrument. He performed corrective maintenance including cleaning the wash station, replacing the sample probe, and rinsing the tubing. There have been no questionable results since the service visit.

Manufacturer narrative:
This event occurred in (B)(6).